Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Customer's blood glucose level at the time 275mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.